Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with degenerative joint disease was scheduled for prophylactic filter placement prior to pending surgery. The right femoral vein was accessed and an inferior venacavogram demonstrated a normal vena cava. The filter was deployed without difficulty in an infrarenal location. Post-deployment images showed the filter to be in good position with no angulation and no extravasation of contrast. The patient tolerated the procedure well. Approximately twelve days post filter deployment the patient underwent bilateral total knee arthroplasties. Two days post surgery, the patient became tachycardiac and was evaluated by cardiology. CT scan performed demonstrated pulmonary emboli. The patient was placed on anticoagulation therapy until inr was therapeutic. Approximately nine days post surgery, the patient was discharged from the hospital. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated no thrombus or extravasation of contrast. The filter was successfully retrieved with the cone filter retrieval device without difficulty. Completion vena cavogram demonstrated no sign of extravasation. The patient tolerated the procedure well without complication. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed without difficulty in the infrarenal location. Fourteen days post filter deployment a CT scan performed demonstrated pulmonary emboli. Based on the medical records, the investigation can be confirmed for a pe post filter deployment. However, it is unknown where the pe originated in the body and no specific deficiency with the filter was reported making the overall investigation inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately twelve days post filter deployment the patient was admitted to the hospital to undergo bilateral total knee arthroplasties. Two days post surgery, the patient became tachycardic and CT scan demonstrated pulmonary emboli. Nine days post hospital admission, the patient was discharged from the hospital. Approximately two months post filter deployment, the filter was successfully captured and retrieved with a cone filter retrieval device. The patient tolerated the procedure well without complication. No additional information was provided in the medical records received.